Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The reported event cannot be confirmed since the device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a bioprosthetic aortic valve was explanted, after an implant duration of nine years and one month, due to severe symptomatic prosthetic aortic valve stenosis and moderate aortic insufficiency. The valve was noted to be well-seated. There were calcific plaques in the ascending aorta, immediately distal to both coronary ostia. The ascending aorta near the aortotomy site was thickened, calcific and difficult to suture. The subject device was removed and debridement of calcific debris and a sub-annular membrane from the annulus. The explanted device was replaced with a new edwards bioprosthetic valve. The valve seated well. Patient also underwent CABG x 1. After removing the cross-clamp the heart was cardioverted twice before regaining sinus rhythm. Cardiopulmonary bypass was easily discontinued on the first attempt. Tee confirmed appropriate valve function. The patient was discharged home on pod #4.